Manufacturer narrative:
Philips service tested the system and returned it to use; resolution unclear. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)

Event description:
It was reported to philips that the flex monitor blanked during a procedure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.